Manufacturer narrative:
The reported condition was not confirmed for the reported condition. The device was confirmed for an unrelated condition. The instrument was returned fully fired with inconsistent staple tracks on the anvil and inconsistent pressure ridges on the cartridge. This is evidence that the device was fired over thick tissue which caused the retaining pin to misalign.

Event description:
The device was used during a gastric bypass procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the instrument and used another to complete the procedure. The hosp has reported no pt injury occurred.